Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "before use, the hcp found the separating agent was coming up over the cap."

Manufacturer narrative:
H6: investigation summary bd received 1 sample for investigation. The samples was evaluated by visual and functional testing and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode however, awareness of the condition was provided to the site associates.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin) there was discolored/abnormal additive form. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "before use, the hcp found the separating agent was coming up over the cap."